Event description:
On (B)(6) 2025, a call was received from a johnson and johnson sales representative who advised a patient (pt), also a johnson and johnson employee, reported ¿extreme dryness which in turn caused a corneal ulcer.¿ the sales representative received an email from the pt who reported on (B)(6) 2026, the pt began wearing acuvue® oasys max 1-day for astigmatism brand contact lenses (cls) and noticed ¿increased dryness immediately.¿ the pt ¿ended up getting a corneal ulcer (B)(6) 2026 and then was cleared to wear contacts again, but then they irritated my eyes so much that I¿m back to glasses.¿ on 16mar2026, the pt provided additional information. The pt reported immediate dryness in both eyes (ou) when wearing acuvue® oasys max 1-day for astigmatism brand cls on (B)(6) 2026. On (B)(6) 2026, the pt was diagnosed with a corneal ulcer in the left eye (os). The pt was advised there would be a scar from the ulcer and the ulcer was ¿0.7 in size.¿ the pt reported that the ulcer had ¿healed and was closed.¿ the pt was unsure if the event is related to the product and thought the dryness was due to the cold weather and not the cls. On 17mar2026, an email was received by the pt advising all medical records will be provided once received. The pt provided a summary of the event. On (B)(6) 2026, the pt experienced ou increased dryness immediately after starting cl wear. The pt was diagnosed with a corneal ulcer on (B)(6) 2026, reporting symptoms of swelling, pain, redness, sensitivity to light and the eye was difficult to open. The night the pain started (date not provided), ¿it was very cold and -10 degrees with windchill.¿ at the time, the pt thought the issues could have been from the extreme coldness outside as the pt was outside for a ¿few minutes.¿ the pt scheduled an appointment with an urgent care facility. During the appointment, the pt was advised to see an eye care provider (ecp) immediately. The pt was able to see an optometrist immediately who diagnosed a corneal ulcer with unknown dimensions. The pt was prescribed moxifloxacin drops hourly, while awake, and advised alternating with systane lubricant eye drops (preservative free) for dry eye relief. The pt ¿was placing in drops every 30 minutes for the first day. This decreased to every hour.¿ the pt reported ecp follow-up (fu) visits on (B)(6) 2026. The pt advised the ¿ulcer took longer to heal than expected.¿ the pt ordered prescription eyeglasses to help with light sensitivity. The pt reported following instructions ¿extremely carefully with my eye drops.¿ ¿when the dry patch still was not healing, I stopped using antibiotics (after two weeks) and switching to only using systane lubricant eye drops.¿ the pt reported, per ecp advice, ¿I increased the frequency of drops to every 30 minutes before my final visit in the office on (B)(6) 2026 (due to a dry patch still visible on (B)(6) 2026).¿ the pt was advised by the ecp that ¿I will likely have a scar for the rest of my life.¿ notes from (B)(6) 2026 ecp visit: ¿cornea: 0.9mm round scar inferior nasal periphery (-) nafl staining. Impression(s): left eye; peripheral corneal ulcer. Resolved. Contacts (wear schedule): wear contact lenses daily, if clear and comfortable. Diagnosis: h18.212 corneal edema secondary to contact lens, left eye.¿ the pt has an appointment with the ecp on (B)(6) 2026 and wants to return to cl wear with the prior acuvue cl brand previously worn with no issues. On 19mar2026, the pt provided additional information. The pt had a fu with the ecp today, (B)(6) 2026, and is expecting to be cleared to return to cl wear. The pt reported the os is feeling ¿much better today.¿ the pt agreed to provide the medical reports for review. On 19mar2026, the pt¿s treating ecp provided additional information. The ecp reported seeing the pt today, (B)(6) 2026. The ecp reported that the cornea looked ¿perfect¿ and ¿stable.¿ the pt ¿does have a scar from the peripheral corneal ulcer, but it was not active at that point¿ and the scar is not in the visual pathway. There are no active infiltrates or ulcers, the pt is asymptomatic, and was given clearance to return to cl wear. Additional medical information (medical records) is pending. No additional information has been received. A comprehensive review of the manufacturing records for lot number b018n8f was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.